Manufacturer narrative:
The cooler heater unit will be repaired by the user facility's biomed. No suspects parts will be returned to the manufacturer at this time. Per f/u with the user facility's biomedical engineer (biomed), this unit was stored as a backup and not maintained for two years. The biomed believes that the quick connects leaked due to dry rot. After replacing them, the unit passed all functional tests.

Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the cooler heater was leaking at the parker fitting. Since the event occurred during preventative maintenance, there was no patient involvement.